Manufacturer narrative:
It was reported that the device failed the internal leakage test during pre-use check. This information is not specific enough to point to any particular fault. The log can confirm the issue but there is no information of how the issue was solved, or any returned parts for investigation. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).